Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during post-op, the patient's implantable cardiac monitor had low sensing of .09 - .11 mv. The device remains active in the patient. No patient complications have been reported as a result of this event.